Manufacturer narrative:
D10 concomitant product: unknown-vloc, unknown vloc product; unknown-vloc, unknown vloc product, lateral single-dock robot-assisted retro-rectus ventral hernia repair (rtarup/rtarm): observational study on long-term follow-up. / maaike vierstraete / journal of robotic surgery (2025) 19:84 / https://doi.org/10.1007/s11701-025-02243-2 / published online: 27 fe bruary 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study performed between september 2016 and december 2019, a retrospective study reported the outcomes of patients who underwent robot-assisted ventral hernia repair utilizing a self-fixating retro-rectus synthetic mesh via a transabdominal approach for the repair of primary or incisional mid-line ventral hernias between september 2016 and december 2019. It was noted that the hernia defect was closed with a 2-0 v loc suture, followed by the placement of progrip self-fixating mesh. The ipsilateral posterior rectus fascia was then closed with a 3-0 v loc. There were 198 patients included in the study, with long term follow-up recurrence data available for 162 patients. Central mesh failure noted in two patients. One patient experienced a symptomatic recurrence requiring surgical repair, and another patient, during adhesiolysis for small bowel obstruction, was found to have a s mall asymptomatic recurrence.